Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoleak.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent urgent endovascular treatment of symptomatic acute dissection in zone 4. The tevar indication was for pain and refractory hypertension. The primary entry tear was in zone 4. A conformable gore® tag® thoracic endoprosthesis (tgu373715) was implanted in zone 3, with coverage extending within zone 5. At the time of the initial procedure, the maximum aortic diameter was reported to measured 35mm, zone not identified. No post-operative complications were reported for the patient was transferred to the intensive care unit and discharged to a rehabilitation facility on post-operative day (pod) 8. The maximum aortic diameter within the treated area at time of discharge was not provided. On an unknown date, approximately pod 364, follow up imaging determine a type ii endoleak and proximal extension of the dissection. No further procedures were reported for the patient. No aortic diameter were provided from follow up imaging. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.